Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 49 mg/dl. The another blood glucose level was 130 mg/dl. The customer also reported that they have a high blood glucose level of 300 mg/dl. The customer¿s high low blood glucose level was treated with the carbohydrate intake and high blood glucose was treated with manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer declined to troubleshoot for low blood glucose level. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital. The device will not be returned for analysis.